Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received three inappropriate shocks about six weeks post-implant. The device suddenly developed noise that was oversensed, resulting in the inappropriate therapy. Technical services reviewed the available device data as well as x-rays from the implant procedure. The system appeared superficial in the x-rays; however, at the procedure the device did appear to be on the fascia, with good shock impedance measurements reported. It was noted the patient had a very high body mass index (bmi) and the patient needed to be rotated for some of the x-rays to be taken. Technical services discussed checking for complete insertion of the terminal pin into the device header. It was reported the physician believed the patient's weight was pulling the device away from the fascia. The exact cause of the noise was not yet determined. The patient developed an infection in the device pocket and was being treated with oral antibiotics on an out-patient basis. The device was programmed off pending resolution of the infection. Then the system placement and connections will be evaluated and if necessary, the s-ICD system will be explanted and replaced with a transvenous system. No additional adverse patient effects were reported. Additional information was received. Approximately six weeks later, after the infection was cleared, an invasive procedure was performed. The electrode terminal pin was observed to be flush with the device header instead of being fully inserted. The electrode pin was removed and reinserted into the header and new defibrillation threshold (dft) testing was performed successfully. There were no further issues with the patient and device.

Manufacturer narrative:
The device remains implanted but not in service, pending resolution of the infection. This report will be updated when additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to add a missing device code and patient code, and because the conclusion code was updated. It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received three inappropriate shocks about six weeks post-implant. The device suddenly developed noise that was oversensed, resulting in the inappropriate therapy. Technical services reviewed the available device data as well as x-rays from the implant procedure. The system appeared superficial in the x-rays; however, at the procedure the device did appear to be on the fascia, with good shock impedance measurements reported. It was noted the patient had a very high body mass index (bmi) and the patient needed to be rotated for some of the x-rays to be taken. Technical services discussed checking for complete insertion of the terminal pin into the device header. It was reported the physician believed the patient's weight was pulling the device away from the fascia. The exact cause of the noise was not yet determined. The patient developed an infection in the device pocket and was being treated with oral antibiotics on an out-patient basis. The device was programmed off pending resolution of the infection. Then the system placement and connections will be evaluated and if necessary, the s-ICD system will be explanted and replaced with a transvenous system. No additional adverse patient effects were reported. Additional information was received. Approximately six weeks later, after the infection was cleared, an invasive procedure was performed. The electrode terminal pin was observed to be flush with the device header instead of being fully inserted. The electrode pin was removed and reinserted into the header and new defibrillation threshold (dft) testing was performed successfully. There were no further issues with the patient and device. The system remains implanted and in service.

Manufacturer narrative:
The device remains implanted but not in service, pending resolution of the infection. This report will be updated when additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. This report is being filed to update the g1 fields.

Manufacturer narrative:
The device remains implanted but not in service, pending resolution of the infection. This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received three inappropriate shocks about six weeks post-implant. The device suddenly developed noise that was oversensed, resulting in the inappropriate therapy. Technical services reviewed the available device data as well as x-rays from the implant procedure. The system appeared superficial in the x-rays; however, at the procedure the device did appear to be on the fascia, with good shock impedance measurements reported. It was noted the patient had a very high body mass index (bmi) and the patient needed to be rotated for some of the x-rays to be taken. Technical services discussed checking for complete insertion of the terminal pin into the device header. It was reported the physician believed the patient's weight was pulling the device away from the fascia. The exact cause of the noise was not yet determined. The patient developed an infection in the device pocket and was being treated with oral antibiotics on an out-patient basis. The device was programmed off pending resolution of the infection. Then the system placement and connections will be evaluated and if necessary, the s-ICD system will be explanted and replaced with a transvenous system. No additional adverse patient effects were reported.